Event description:
The complainant reported the patient was on impella cp support and during support, the patient had dark red urine. The pump position was appropriate but the ventricle was small contributing to the hemolysis. The patient was then escalated to an impella 5.5 due to unrelated reasons. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical signal issue: after device implantation, patient transport to second hospital. Second hospital stated placement signal (ps) unreliable alarms occurred with loaner console, despite appropriate positioning confirmed. Pump not returned. Data log review showed inconsistent 5s parameters from case start. Imc logs identified calibration and pump offset issue with cause unknown. Confirmed ps unreliable alarms. No known optical failure patterns identified. The cause of the optical signal issue was not determined since product was not returned and lack of clinical details. Failure mode placement signal issue was changed to optical signal issue due to cp pump use. Hemolysis: after device implantation, patient transport to second hospital. Despite ps unreliable alarms, rn stated pump position was appropriate but patients ventricle was small, likely contributing to the hemolysis. Pump not returned. Data log reviewed showed no motor current spikes outside of p-level changes. No suction alarms. No other relevant abnormalities. The cause of the hemolysis was not determined as no product was returned and lack of clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella cp support and during support, there were placement signal issues. Staff monitored.